Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The index procedure, performed (B)(6) 2014 was part of a clinical study in (B)(6). The procedure was endovascular therapy of right sfa stenosis with the turbohawk and embolic protection device. The subject was discharged in good condition. [(B)(6) 2014]: there was examination of 30 days follow-up. Abi was tended to improve. There was not intermittent claudication and no findings by duplex ultrasonography. Follow-up on (B)(6) 2014, found right intermittent claudication. The abi was not worse but cilostazol was administered additionally for the purpose of intermittent claudication relief. At the 180 day follow up the abi was not changed and blood flow was good by duplex ultrasonography. However, there was intermittent claudication. If intermittent claudication is present in 2 months the physician was to consider endovascular therapy. (B)(6) 2015 the abi was decreased. There was stenosis observed on a part of the treated lesion by duplex ultrasonography. Intermittent claudication continued. On (B)(6) 2015 the physician decided to perform endovascular therapy (evt). On (B)(6) 2015 the physician decided to perform evt on the patient. On (B)(6) 2015 the subject was admitted, however, at that time the patient had a fundus bleeding and their vision was not clear. Therefore the subject was sent ophthalmology, where bleeding from retina was noted. The physician decided to postpone evt and the subject was discharged. The doctor will observe him as an outpatient.